Event description:
Revision it was reported through the oxford engineering centre that a bhr revision has been performed. Further data on the type of revision is not available as of (B)(6) 2011, but is expected to be provided following device analysis.

Event description:
It was reported that revision surgery was performed due to a suspected soft tissue reaction. Devices implanted at an unknown date during 2007. Believed to be a bilateral revision for the same patient as 3005477969-2011-00321.